Event description:
It was reported that the stent was damaged. During a st-segment elevation myocardial infarction procedure, a bsc stent was noted to be "buckled." No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).